Event description:
It was reported that there were air bubbles or gaps in the infusion set tubing during pumping, which were believed to cause mobi occlusions. There was no adverse impact to the customer's blood glucose level as it did not exceed the specified limit. The customer had previously resolved the issue by priming the tubing to remove the air bubbles and had received support from cts. No further occlusions occurred after this support. The customer was advised to contact cts if the issue persists.